Manufacturer narrative:
Event is reportable due to results of analysis. The sl-10 micro catheter used during the event was not returned for analysis. The reason for not returning was not given. Per an online source the sl-10 micro catheter has a labeled ID (inner diameter) of 0.0165". Per axium prime coil IFU (instructions for use): ¿axium prime coils should be delivered through a micro catheter with a minimum inside diameter of 0.0165¿-0.0170¿ with two marker bands. Therefore, the sl-10 micro catheter was found to be compatible for use with the axium prime coil. The axium implant coil was returned without the introducer sheath. The axium prime implant coil pushwire was found to be kinked at 153.2cm from proximal end. The implant coil was found to have been separated, stretched, and damaged. During the decontamination process the implant coil was inadvertently separated from the pushwire. All other subassemblies appeared to be normal, and no other anomalies were observed. The implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed as the implant coil was found to be stretched and damaged. Possible contributing factors to ¿coil stretch¿ include user advances the coil against resistance, coil is not retracted in a one-to-one motion, and lack of continuous flush. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the professor put the axium coil into the microcatheter, there was resistance. After removing the coil, it was found the coil was stretched at the implant coil. It was noted there was no repositioning of the coil performed, and a continuous flush was administered during the procedure. A replacement coil was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and there was no patient involvement reported with the event. Ancillary devices include a 6f envoy guidecatheter, sl-10 microcatheter. Additional information received indicated the coil pushed out of the introducer sheath smoothly, and resistance occurred in the proximal part of the catheter.